Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the screw's threaded shaft was found deformed/ damaged at the threaded-flanks. Moreover, there are some white residues, e.g. Bone, at the shaft visible. There are marks of use at the screw-recess and the light-blue anodized layer is partially disappeared at the damaged areas. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional analysis could not be performed as relevant features are deformed through post manufacturing damage. Our investigation has shown that the complaint condition is confirmed as the device was found damaged and hence limited in its functionality. Because of the damage, it is not possible to measure the relevant dimensions anymore. Considering that the anodized layer is partially disappeared, this kind of damages are clearly caused post manufacturing. We assume that the involved screw encountered unintended forces, due to alignment issues during insertion procedure. By this, more force during insertion was needed as the screw likely striated along the plate's surface and resulted in deformation/ damage of the threads. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a ssro (sagittal split ramus osteotomy) procedure for the lower jaw on (B)(6) 2019. The surgeon was not able to fix a plate appropriately with the locking screw (04.511.635.01s). The locking was rather loose. The surgeon fixed the plate with a replacement without any issue. The surgery was completed less than 30-minutes delay. Concomitant device reported: unknown matrix mandible plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) matrix lock screw ø1.85 self-tap l5 tan. This is report 1 of 1 for (B)(4).